Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon used the cable system due to fracture of femoral diaphysis during a procedure on (B)(6) 2012. The surgeon could temporarily fix the second cable. When he fixed third cable, the third cable couldn't be spun in 30kg reportedly due to tension conditioning. He washed midair by normal saline. As result, this cable could be fixed and this operation was finished. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the manufacturing records were reviewed and no complaint related issues were found; the device conformed to specifications.(B)(4)